Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, pace impedance measurements of greater than 2,000 ohms and high threshold measurements. The high pace impedance measurements resulting in a lead safety switch. During the rv threshold test there were some undersensed deflections observed on the electrogram as well as rv oversensing of right atrial signals. A revision procedure was performed in which the rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.